Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer reloaded same cartridge with 300 units of insulin and a minimum fill notification was received. Customer loaded another cartridge and insulin delivery was resumed. Customer's reported issues were resolved. Customer's blood glucose was 140 mg/dl.